Event description:
It was reported that the pt was under the care of hospital and was taken to facility for a percutaneous coronary intervention (pci) where an angio-seal was used to achieve hemostasis. The pt was returned to hospital right after the procedure where her condition deteriorated. The pt experienced retroperitoneal bleeding and expired that evening.

Manufacturer narrative:
No prod was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info rec'd, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) instruct the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The angio-seal device instruction for use (IFU) state that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.